Manufacturer narrative:
(B)(4). Concomitant product: dilatation catheter: sprinter legend3.0x15; guide catheter: 7fr mac1 fl3.5. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat an unspecified artery. A kissing balloon technique was being performed. A 3.0 x 15 mm tenku balloon catheter was advanced together with a 3.0 x 15 mm non-abbott balloon catheter. The tenku balloon catheter was pressurized; however, the balloon did not inflate. The device was removed from the anatomy and it was noted there was a tear in the device. It is unknown what part of the device is torn. A comment was made that the non-abbott balloon catheter tip possibly hit the tenku and damaged it. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).